Event description:
It was reported that the patient presented in clinic for a follow-up after receiving a vibratory alert. Interrogation revealed that the right ventricular lead exhibited high capture thresholds and high pacing impedance. The lead was capped and replaced on (B)(6) 2021. The patient was stable.